Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, there was the possibility that the reported phenomenon was attributed to temporally unstable condition of the electrical contacts due to connecting the video connector of endoscope which used combined with the subject device to the video connector socket before it has dried sufficiently.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the examination at the dealer, the image of the subject device was not displayed. Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with the event.